Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation, the pacemaker and right atrial (ra) lead were noted to exhibit high out of range pacing impedance measurements of greater than 3000 ohms which triggered the lead safety switch (lss) and changed the polarity of the lead to unipolar configuration. Further review found undersensing thus delivering atrial pacing inappropriately and loss of capture (loc) at maximum outputs. A chest x-ray revealed that the ra lead was not fully inserted into the header of the pacemaker. The physician and patient's family chose to not have the patient undergo a revision procedure due to other unrelated health issues. Ultimately the pacemaker was reprogrammed to pace and sense in the ventricle only, thus electrically abandoning the ra lead. No adverse patient effects were reported.